Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine the plug for damage. Make sure the plug is a one-piece molded plug assembly. If it is not, replace the plug cord assembly. Replace any plug cord assembly that shows any of these: discoloration of the plug molding, around the plug blades, any signs of cracking., loose fit of the plug blade (the plug blade moves in the molding), verify that the strain relief p-clip is present. Replace the power cord, if damaged. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in october 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the power cord had damage with exposed copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).